Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for undefined high pace/sense impedance values and a fracture was confirmed. The pace/sense portion of the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.